Manufacturer narrative:
Concomitant medical products: product ID: 305901, product type: screening device. Product ID: 305901, product type: screening device. Product ID: 305901. Product ID: 305901. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2021. It was reported that therapy adjustments were attempted, while switching to the right side an error message came up that the leads were not attached. The error did not go away with troubleshooting and the patient could not go back to the left side as it also said the leads were not attached. The patient was referred to their doctor for assistance in reattaching the leads. There were no patient complications reported as a result of this event. Additional information was received from a health care professional (hcp) on 2021-feb-25. The hcp reported that ¿no,¿ the cause of the ¿leads not attached¿ error message was not determined, but that what most likely caused or contributed to the issue was ¿displacement during the pne trial.¿ in response to if the issue had been resolved, the hcp said ¿no, but no further action will be taken,¿ and that the device was discarded. No further complications were reported at this time.